Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16july2019. The manufacturer¿s international service technician replaced the gas delivery system (gds) to address the reported problem. Investigation of the part returned to the manufacturer showed the gas delivery system assembly was tested and no failures were identified. The manufacturer¿s international service technician replaced the gas delivery system (gds) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician recognized that the airflow sensor was out of specification at the zero position. There was no patient involvement.